Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f-49. This condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with f-49 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a malfunction in real time clock: abnormal rtc data due to a defective main battery. The main battery was replaced and all configuration option settings were reset per service manual to correct this condition. Should additional information be received a follow-up medwatch will be submitted.